Event description:
It was reported that the patient developed a pocket hematoma approximately 15 days after the implant of the cardiac resynchronization therapy defibrillator (crt-d). The patient experienced bleeding from the implant site and significant drainage was observed. The patient was admitted to the hospital and intravenous (IV) medication was provided. Hematoma evacuation and a pocket revision was performed. The crt-d was explanted and replaced. Cultures were taken of the wound and no growth had been observed after four days. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 429888 lead implanted: (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.